Manufacturer narrative:
Initial and final MDR (B)(4) - device 8 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion sets fell off events between (B)(6) 2024 .the events occurred within 24 hours to 48 hours of insertion. The blood glucose level was found to be 593mg/dl at the time of events therefore the patient was treated with correction bolus via pump.the patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.